Event description:
Additional information received reported the patient had their revision on (B)(6) 2015. The previous lead was removed and a new paddle lead was placed. The impedances were good and the patient reported good coverage in the recovery room.

Event description:
It was reported that an x-ray had confirmed there was a fracture in the extension. On the day of the call the implantable pulse generator (ipg) and extension were both replaced however impedances were showing greater than 40,000 on all electrodes. The extension was disconnected and reseated with no resolve. The lead was then hooked up to an multi-lead trialing cable (mltc) and the impedances were still greater than 40,000 and there was no stimulation even as high as 10v. It was determined the lead was bad. The patient was to be closed up and the lead would not be replaced on the day of the call. Information omitted pertaining to event (B)(4) - loss stimulation, fell, ins replaced.

Event description:
Additional information received reported that the new extension and implantable neurostimulator (ins) were hooked up properly and left in place for future use. The patient was being referred by the pain management physician to a neurosurgeon to replace the paddle lead. The patient was doing fine and being covered by pain medications in the meantime.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 9 7754, serial# (B)(4); product type recharger product ID neu_unknown, serial# unknown; product type unknown. (B)(4).